Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the minicap transfer set and the patient line of a cassette set. This was described as the patient was ¿unable to disconnect from the cycler¿ and as a result the patient ¿clamped everything then cut the line connected to the cassette¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.